Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to high blood glucose (bg) levels (700mg/dl). Previous to the event, the customer drank a lot of alcohol and passed out. The customer suffered some cuts from slamming into a glass table, however they indicated that the cuts were healing and should be healed within several months. The customer is unaware of the type of treatment that they received for the elevated bg levels, as they were in a coma for 2 days, during their stay at the hospital. The customer was released from the hospital after about 12 days, and 1 week of rehabilitation. The customer's clinical diabetes specialist (cds) will re-educate the customer, and work with them on pump settings.